Event description:
A customer in the united states contacted biomérieux to report purity of dna after extraction is discrepant in association with the nuclisens® easymag® magnetic silica product. The target is dsdna cystic fibrosis. The sample volume is 200ul. The customer stated they have been unable to report patient results in two weeks. The purity of dna reported by the customer after extracting with the easymag® is 0.96 - 1.3; the customer requires the purity to be from 1.5 to 2.5. The ratio of absorbance at 260 nm and 280 nm is used to assess the purity of dna and rna. A ratio of ~1.8 is generally accepted as "pure" for dna; a ratio of ~2.0 is generally accepted as "pure" for rna. If the ratio is appreciably lower in either case, it may indicate the presence of protein, phenol or other contaminants that absorb strongly at or near 280 nm." The customer used a different lot of magnetic silica; no further issues have been observed. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to any patient's state of health. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer reported a discrepant result when using the nuclisens magnetic silica reagent. An internal biomérieux investigation was conducted. A difference of quantification up to 1 log and sometime more than 1 log was observed , which can be significant on results. As the downstream applications are qualitative and/or quantitative methods, the decrease in performances in downstream application could lead to: a risk of false negative, for qualitative tests. Invalid results, when extracted and amplified internal control is not within specifications. Under-quantification for viral load results for quantitative tests. During the investigation, we confirmed the issue for the following specific customer's applications: . Impact when using a high sample input volume, from 200¿l and up to 1 ml. Impact when double stranded nucleic acid applications with small (<40kbp) and medium genome sizes (<to 1200 kbp) are searched with real time pcr assays- i.e. Dna viruses, are more impacted than human genomic dna and bacterial applications ( >to 1200kbp). The root cause has not yet been identified. The investigation is still ongoing internally. Single stranded rna virus applications are not impacted excepted if the rna is extracted without matrix (e.g. In water). No significant impact has been identified for the ivd nuclisens and argene real time pcr kits validated with the easymag and the minimag extraction systems. As stated in the easymag user manual, the use of an internal control is recommended in order to detect any potential nucleic acid extraction issue. The design of the internal control has to be as close as possible to the requested target's design in order to be more efficient. A field safety corrective action (fsca) 3037 has been issued to impacted subsidiaries/distributors to notify affected customers of this issue.